Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had foreign liquid inside "the packet". No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: investigation summary: customer returned (97) 3/10cc, 8mm, 31g syringes (17 in open poly bags, 80 in sealed poly bags) with the shelf carton from lot # 6179845. Customer states that there was liquid inside of them. All samples from the open poly bags were examined and 4 out of 17 samples exhibited a small amount of clear liquid visible inside the barrel. Also, 30 out of 80 samples from the sealed poly bags were examined and no liquid or any other foreign matter was observed inside the syringes. A small portion of the clear liquid seen in the samples from the open poly bags was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Samples were forwarded to manufacturing (holdrege) on 03aug2018 for further review. On 07aug2018, holdrege received ninety-seven (97) 0.3ml, 8mm, 31g syringes (17 in open poly bags, 80 in sealed poly bags) with shelf carton from batch # 61798415. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. All samples were visually inspected for silicone pooling. No samples were observed to have pooling at the time of this evaluation. Per ftir analysis, clear liquid expulsed from the syringes appears to be silicone. Probable root cause is excess silicone applied within the syringe barrels during manufacturing. When this occurs, excess silicone may be present in the syringes, however, this material presents no risk to the end user when the device is operated for the intended use. CAPA 53567 was initiated by the holdrege plant to address silicone pooling and the associated root cause(s). Batch# 6179845 was manufactured prior to implementation of any corrective/preventive actions associated with this CAPA. A review of the device history record was completed for batch # 6179845 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200653454, 200653327] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for foreign matter on lot # 6179845. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had foreign liquid inside "the packet". No serious injury or medical intervention reported.